Event description:
The lay user/patient contacted lifescan alleging the control solution was missing from the packaging. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.